Manufacturer narrative:
UDI # updated with the correct value; device manufacturing date updated with the correct information.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system generator would not complete start up. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray relay was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.